Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted with the ci in 2017 after an an surgery (2017) - she has never had any benefit and because of this never wore the ci processor. Currently the user is considering an explantation the clinic will do the explantation if the user wants to - she has not decided yet.

Manufacturer narrative:
Additional information: according to the information received from the field the reported lack of benefit is most likely caused by device unrelated medical reasons namely damage to the acoustic nerve during acoustic neuroma surgery. Further in situ measurements show four channels with hi status due to undetermined reasons. Explantation has not been decided yet.

Event description:
The user was implanted with the ci in 2017 after an an surgery (2017) - she has never had any benefit and because of this never wore the ci processor. Currently the user is considering an explantation. The clinic will do the explantation if the user wants to - she has not decided yet.